Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Insulin pump had a cracked battery tube threads, cracked case on lcd window corners, cracked lcd window, cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
It was reported that customer's insulin pump has cracks on the battery compartment and on the sides of the display. The cracks are about seven to eight millimeters in length. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's blood glucose was 7.6 mmol/l. Nothing further reported.